Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and health care professional (hcp rep) regarding a patient with an implanted neurostimulator (ins) for non-obstructive urinary retention the rep reported that multiple attempts were made to troubleshoot the impedance issues. Lead was cleaned multiple times, the pocket was cleaned, the ground pad was removed, and the high impedance was >4000 on all electrodes. The device was explanted.